Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is not alarming. Customer stated the alert type in the device is set to beep. Customer was assisted on changing the alert type to vibrate. The insulin pump failed the self test. Blood glucose value is 60 mg/dl nothing further reported.